Event description:
User reported receiving a malfunction alarm on their t-slim pump, specifically a malfunction code 0-0x277d. There was no adverse impact to the customer¿s blood glucose level. Customer sought technical support assistance for guidance on necessary actions due to the pump's inability to operate.